Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Package insert reviewed. Product not returned.

Manufacturer narrative:
Report sent to FDA? Yes. (B)(4). This report number was originally omitted from the initial report.

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no additional information has been obtained from the surgeon. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00775.